Event description:
It was reported that a lead alert had triggered due to low, and decreased impedance with the right ventricular (rv) lead. A drop in r-wave amplitude and a rise in pacing thresholds was also observed. It was further noted that the patient recently underwent lumbar surgery. The clinic is continuing to evaluate the lead issue. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was further reported that the rv lead exhibited high impedance, and was suspected for possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.